Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a loose right ventricular (rv) lead setscrew was observed. High rv coil impedance was noted and the pin was easily pulled out of the header of the cardiac resynchronization therapy defibrillator (crt-d) and reinserted. The setscrew was tightened and the impedances were within normal limits. The device remains in use. No patient complications have been reported as a result of this event.